Event description:
It was reported that the patient's symptoms included bright spots centered in the visual field with accompanying night glares, rings around bright lights and objects, and trouble judging size of objects, which all occurred immediately following the lens implant procedure on (B)(6) 2012. It was stated that the patient complained of poor and unclear vision with the lens despite a perfect outcome and 20/20 j1 vision. It was reported that the lens was later explanted on (B)(6) 2012. It was requested to have the lens examined.

Manufacturer narrative:
It was reported upon visual inspection that the lens was received in two halves inside a plastic bag. Visual inspection also revealed fibers, particles and stains on the lens surface. The condition is consistent with a lens that has been removed from the eye. No other defect was observed. A review of the electronic inspection results indicate that the lens was manufactured and released within diopter specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Intraocular lens (iol). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.